Manufacturer narrative:
A2 - age at time of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "persistence of residual shunt at 6 and 12 months after transoesophageal echocardiography-guided percutaneous closure of a patent foramen ovale for cryptogenic stroke" as reported in a research article, "persistence of residual shunt at 6 and 12 months after transoesophageal echocardiography-guided percutaneous closure of a patent foramen ovale for cryptogenic stroke", on an unknown date, a 30mm amplatzer multi-fenestrated septal occluder was chosen for an off label patent foramen ovale (pfo) implant procedure in a 40 year old patient. Some of the complications reported were unexpected medical intervention (medication), residual shunt, off label use. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "persistence of residual shunt at 6 and 12 months after transoesophageal echocardiography-guided percutaneous closure of a patent foramen ovale for cryptogenic stroke", was reviewed. The article presented a case study of a 40-year-old patient. It was reported on an unknown date, a 30mm amplatzer multi-fenestrated septal occluder was chosen for an off-label patent foramen ovale (pfo) implant procedure. The patient's pfo measured 21mm in diameter. It was then reported 12-months post-procedure, significant residual shunt was reported through the device. The patient was administered clopidogrel. [The primary and corresponding author is robbert de winter, cardiology, amsterdam umc, locatie amc amsterdam, netherlands, with corresponding email: r.j.dewinter@amsterdamumc.nl]